Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after the lens was inserted into the eye the surgeon detected a scratch on the lens. The lens was removed and another lens was implanted instead. There was no reported harm to the patient. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned. The device was returned in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. No damage was observed to the device. The lens was returned taped to the exterior on the mylar sticker of the device. Viscoelastic is observed on the lens. The optic is torn/cut through the center with only one half of the lens returned. This half contains one haptic area. Complete haptic is intact. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Two qualified viscoelastics were indicated. The lens was returned outside the device. The optic was torn/cut in half with only one half of lens returned. The root cause cannot be determined for the complaint of "doctor implanted iol and then noticed a crack on the iol; replaced the iol with another lens". The plunger was retracted upon return. It cannot be determined if the lens was in a proper position for advancement. The plunger position in relation to the torn optic during advancement cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The initial report was a crack was noticed, not a scratch.